Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 425 mg/dl. It was also found the customer's sensor had inaccurate readings. The customer's sensor glucose was 85 mg/dl. The customer was able to treat their high blood glucose with juice. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.